Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined at this time, it is likely that the distal cover detached easily due to the following: 1. The cover was attached to the scope insufficiently/improperly. 2. The scope distal end received larger stress during the procedure such as friction load by twisting / pushing / pulling in body or contact with back teeth with sharp edge than the one the user applied to the distal cover during the inspection prior to use (pulling or twisting stress). Furthermore, in CAPA (no. CAPA-20735), the root cause of the falling of maj-2315 is currently being investigated. The event can be detected/prevented by following the instructions for use (IFU) in the following sections: ¿detection method in chapter 4- 4.1.¿ ¿preventive measures in chapter 3 ¿ 3.5.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that during a diagnostic endoscopic retrograde cholangiopancreatogram, the single use distal cover went missing. The scope was reinserted, and upon removing it, the surgeon noticed the cover was behind the patient's teeth. It was thought the cover had been caught on the patient's back molar, as there was a sharp edge to the tooth. There was an approximately 10 minute delay. It was stated that there were "nil" issues related to the event and the delay. Patient identifier (B)(6) is for the single use distal cover. Patient identifier (B)(6) is for the evis exera iii duodenovideoscope.